Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt states "since implant, they have had to have the ins revised due to the ins not staying in the pocket. Pt states they will be doing a revision in (B)(6) 2025 because  the ins is not staying in the pocket.  Pt states they have lost about 80 pounds, the ins sticks out and is pretty much sideways and the pt has to manually put the ins back inside. Pt states they bump the ins with their arm and sitting down makes the ins poke out even more. Pt states they are considering having the ins removed. Pt states that the ins was implanted too low into the belt line.